Event description:
It was reported that the radiofrequency programmer head could not establish telemetry with the implantable heart device. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer head could not establish telemetry and therefore the cable, which had been out of specification was replaced. It was further noted that the head's label was delaminated and it was also replaced. (B)(4).